Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 250 mg/dl and a correction bolus was delivered via the pump to address the bg level. The customer declined to complete the troubleshooting offered by tandem technical support in order to determine a possible cause of the high bg.